Manufacturer narrative:
The pump was returned, and analysis found corrosion and/or wear and/or lubrication and stall due to shaft bearing. All previously reported method, result, and conclusion codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (50 mcg/ml at 24.972 mcg/day) via an implanted pump. The indication for pump use was not reported. On 30-dec-2019 it was reported that a critical pump alarm was sounding. The pump logs indicated that the first motor stall occurred on (B)(6) 2019 at 06:10 with a recovery the same day at 19:47. The pump then stalled on (B)(6) 2019 at 07:07 and recovered at 15:28 the same day. The pump then stalled again on (B)(6) 2019 at 18:00 with a recovery on (B)(6) 2019 at 16:19. The pump then stalled on (B)(6) 2019 at 23:55 with a recovery on (B)(6) 2019 at 14:38. The pump then stalled again on (B)(6) 2019 at 15:20 and no recovery was noted as of (B)(6) 2019. No patient withdrawal symptoms were reported. With regards to if there were any environmental, external, or patient factors that may have led or contributed to the issue, it was noted that there was no emi (electromagnetic interaction) per report and no other factors reported. No troubleshooting was performed. The pump was replaced on (B)(6) 2019 due to the motor stalls. The issue was resolved at the time of this report and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Corrected information: the following sentence.......[the pump then stalled again on (B)(6) 2019 at 15:20 and no recovery was noted as of (B)(6) 2019.] In the initial MDR should have read.......[the pump then stalled again on (B)(6) 2019 at 15:20 and no recovery was noted as of (B)(6) 2019.]